Manufacturer narrative:
Follow-up #1 03/09/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses and sticking. The keypad was removed and contamination was observed under the button contacts and the button spring back was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow and down arrow keypad buttons have been scrolling for a month. The patient reportedly wore the pump attached to a belt and did not clean the pump.